Event description:
It was reported that the insulin pump alarmed motor error during prime. It was reported that the customer was wearing the insulin pump during a x-ray at the hospital while in the emergency room. Customer's blood glucose reading was 239 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received stuck in motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform the a21 error test, excessive no delivery test and occlusion test due to motor error alarms. However, the insulin pump passed the displacement test, rewind, basic occlusion test and prime/a33 test. All operating currents are within specification and off no power alarm functions properly. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.